Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that blood leaked from the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder. There was no report of injury or medical intervention.

Manufacturer narrative:
Summary - bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for blood leakage in the holder as well as excess blood in the flash chamber with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd is aware of the product issue related to excess blood in the flash chamber and further investigation has been conducted through a CAPA. As a result, corrective actions have been established and are in the process of being implemented. Conclusion - based on evaluation of the customer photos, the customer¿s indicated failure mode for blood leakage in the holder as well as excess blood in the flash chamber with the incident lot was observed. Further investigation activities have been conducted relating to excess blood in the flash chamber and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause - sleeve leakage: based on the investigation, a root cause for sleeve leakage inside the holder could not be determined. Excess blood in the flash chamber: a CAPA was conducted to document further investigation and root cause analysis relating to this product issue. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented.